Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral artery dissection was reported. Coils were used to block the profunda artery and a cover stent was placed in her iliac artery. The physician believed that the dissection was caused by the sheath and calcified vessel. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the introducer sheath was a non-medtronic device (gore dryseal).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral artery dissection was reported. Coils were used to block the profunda artery and a cover stent was placed in her iliac artery. The physician believed that the dissection was caused by the sheath and calcified vessel. No additional adverse patient effects were reported. Additional information was received that both the dissection and access site were located on the right side. The dissection occurred at the end of the procedure. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. The minimum diameter of the access vessel was reported to be above the instructions for use (IFU) minimum.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.